Event description:
The device is not expected to be returned for evaluation. The device was applied to a right femoral line, when the dressing was changed, the nurse noted green pus at the insertion site. In 05/2004 the pt had a central intravenous line insertion at the right femoral site. Three days later, the site was checked out for a dressing change and found the biopatch to be green/gray with green/gray pus-like spot. The product was sent to the hosp lab for testing, which showed growth after 48 hours. The pt was stable, no medical intervention was required or provided. No medication was prescribed.